Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. Upon evaluation the monitor was resetting during pulse testing. The root cause for the resets was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board.

Event description:
During servicing of a monitor, which was returned for investigation into a patient's death, a reportable problem was found. The monitor reset during pulse testing. There is no indication that the lifevest caused or contributed to the patient's death. The patient experienced asystole, which is considered a non-life sustaining, non-treatable rhythm, on (B)(6) 2018. The patient later passed away on (B)(6) 2018 without wearing the lifevest.